Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 428 mg/dl, which was treated with bolus wizard. After customer changed infusion set, it was found that cannula was bent. During troubleshooting, customer was educated on proper insertion techniques. Customer was advised that infusion sets would be replaced.